Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer. Reportedly, the customer reverted to manual injections for insulin therapy.